Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening crack, opening and white particles inside the device. Leak test was performed and found opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack. Based on the device analysis the final assessment is: - a crack opening on diaphragm valve due to cracked valve seat diaphragm valve. -a striated opening in the anterior side assessed as surgical damage. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient's spouse reported left side deflation. Device remains implanted.